Manufacturer narrative:
Correction to a2: patient age entered in the initial report was the patient's age at time of implant. Patient age at the time of this event is unknown. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The system controller event log file contained events from 20sep2023 through 21sep2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended. Due to hospital privacy policy, the account declined to provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3 and a4 : patient information not provided as per hospital policy.

Event description:
It was reported that the patient presented to the emergency department after receiving an implantable cardioverter-defibrillator (ICD) shock. The patient continued to have ventricular tachycardia (vt) at 180 beats per minute.